Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative regarding a patient being implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported during the procedure the lead was stuck in the header and was unable to be pulled out. The manufacturer representative was not aware of any external factors contributing to the event. It happened when the set screw loosened and the lead was stuck in the header resulting in the device and the lead being explanted. The new device and wrench were on the table and unable to be implanted. There were no further complications reported/anticipated. Additional information was received via e-mail on (B)(6) 2017 from the manufacturer representative. It was clarified that the issue was with the (B)(4), that was implanted on (B)(6) 2011. The representative reported that they attempted to loosen the lead and pull the lead out. They were unsuccessful and as a result the device was explanted and not replaced at the time. The patient was being rescheduled for a replacement at a later date. There were no further complications reported/anticipated.

Manufacturer narrative:
Product analysis (B)(4): analysis information -- (B)(4) 2018 15:30:16 cst pli# 20 product ID# 3058, analysis identified a crushed connector sleeve inside the implantable neurostimulator (ins) connector port which could not be removed. Analysis determined that no telemetry was observed with an n'vision clinician programmer. Analysis determined there was a lead or lead parts stuck inside the ins connector port. {damaged by tool marks} other applicable components are: product ID: 3093-28, lot# v718484, implanted: (B)(6) 2011, product type: lead; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 3093-28, lot# v718484, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v718484, implanted: (B)(6) 2011, product type: lead. \ analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
In manufacturer's report (MFR) # 3007566237-2017-05209 the following information was reported: "information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during an ins replacement on the day of the report, the lead was stuck in the header block of the ins and that the lead broke apart. It was noted that damage was caused during the procedure. The patient¿s indication for use was unknown. No symptoms were reported. No further complications were reported/anticipated." Additional review indicates this information pertains to this manufacturer¿s report, # 3004209178-2018-00086. Any additional information related to this event will be reported under this MFR.